Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed.(B)(4).

Manufacturer narrative:
The catheter was returned for evaluation with the broken guidewire segment protruding from a puncture at approximately 3.9mm proximal to the proximal marker band. Cross sectional analysis of the break points of the guidewire showed that the failure mode occurred due to torsional overload inside the catheter lumen and one of the segments punctured the catheter lumen.catheter puncture / guidewire separation. (B)(4).

Event description:
Treatment of an aneurysm. During preparation, it was reported the physician inflated the balloon to test it and placed the inflated balloon on a tray. A moment later, the physician noticed that the balloon had deflated. The physician attempted to inflate the balloon, but the balloon was torn and would not inflate. No patient injury was reported as the device was not used in the patient.